Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. Recovery efforts were successful and patient was able to get effective stimulation.